Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi open-irrigated during procedure for a pulmonary vein isolation, the physician was using the catheter for only a few minutes, and while maneuvering felt that the irrigation tubing had snapped off from the port. The boston scientific sales representative witnessed it, the physician was not pulling on the catheter excessively or was not being forceful. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing totally detached or separated from the luer fitting at the adhesive joint. By media inspection a picture attached was observed and confirmed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint confirming the reported event. All compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that an intellanav mifi open-irrigated during procedure for a pulmonary vein isolation, the physician was using the catheter for only a few minutes, and while maneuvering felt that the irrigation tubing had snapped off from the port. The boston scientific sales representative witnessed it, the physician was not pulling on the catheter excessively or was not being forceful. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.